Manufacturer narrative:
Device was used for treatment, not diagnosis. The two reported screws were explanted during second revision surgery on (B)(6) 2016. (B)(4). A product development investigation was performed for the subject devices, identified as two 4.5mm cortex screws, self-tapping, possibly belonging to part family vs402.8xx or 214.8xx. The two screws were received with the heads broken off the shafts (see related (B)(4) which addresses the second revision surgery and screws breaking during removal). The shafts are bent and gouged, and the heads are severely damaged in the form of scratches, gouges, and burrs. The screws are 4.5mm cortex screws, but the exact part numbers are unable to be determined due to the damage. The subject devices could either be part of the screw family vs402.8xx or 214.8xx. As such, both drawings for the device families were reviewed. No drawing issues or discrepancies were noted. The designs were determined to be suitable for the intended use when employed and maintained as recommended. The exact cause of the damage is unknown, but the bending was likely the result of excessive strain placed on the implants due to a non-compliant patient ((B)(6) foal). It is likely that this weakened the screw and then the force used to extract the screws caused the screw heads to break off. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: the reported screws were implanted to aid in treatment of bilateral carpal valgus, not to diagnose the condition. Additional information: this complaint is related to complaint (B)(4) which addresses the second revision surgery performed on (B)(6) 2016. This complaint addresses the post-operative discovery of two bent screws and the (B)(6) 2016 revision surgery to attempt to remove the bent screws from the equine patient. The (B)(6) 2016 implant removal was unsuccessful due to the screws stripping.

Manufacturer narrative:
Additional narrative: device used in a veterinary case - no patient information will be reported. Event date: unknown. This report is for two unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary event: it was reported a (B)(6), rebel foal, was diagnosed with bilateral carpal valgus and two unknown screws were implanted (one in the right leg and one in the left) to aid with diagnosis. A planned revision was performed on (B)(6) 2016, to remove the screws, but when the surgeon took preoperative x-rays it was noticed that both screws were bent. The surgeon opened the foal and attempted to back out the screw but was unsuccessful; it stripped. The foal was closed up and a screw removal set was sent to the surgeon to remove the screw. A second revision was scheduled for (B)(6) 2016, to remove the screw utilizing the screw removal set. There was a twenty (20) minute operative delay during the planned revision. There was no human patient involvement. This complaint is linked to (B)(4). This report is for two unknown screws. This is report 1 of 1 for (B)(4).